Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample processed using the architect c8000 analyzer generated an alleged falsely low sodium result of 119 meq/l. The customer repeated the sample, yielding a result of 145 meq/l. The customer states that they have noticed a problem for other parameter results as well. Results were not reported out of the lab with no adverse outcomes due to this issue. The customer noted that one probe wash was obstructed, causing the cuvette wash to overflow. The customer cleaned this probe and results were acceptable.

Manufacturer narrative:
(B)(4). Investigation summary: the customer noticed cuvette overflow, and found a wash zone probe was blocked on the architect c8000 (B)(4). The customer cleaned the wash zone probe and removed a blockage to resolve the erratic results/precision issue. The architect c8000 system operation manual contains adequate information on maintenance of the c8000 and on resolving erratic results. A cats service history review found no additional incidents of architect c8000 (B)(4) generating erratic results have been documented since the customer cleaned the obstructed wash zone probe. Review of tracking and trending records of the c8000 analyzer did not identify any adverse trends due to issues with sodium erratic results. The most probable cause of the erratic patient results was a malfunction of a blocked wash zone probe. The actual cause of the erratic patient results could not be determined with the information available. The architect c8000 analyzer has not generated erratic results since the customer cleaned the wash zone probe and removed the blockage in the probe. Based on the available information and this evaluation, no deficiency was identified for the architect c8000 analyzer list no. 01g06-01 related to the issue under investigation. This is the final report.